Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 469mg/dl. Customer tried to treat with pump. Customer took manual injection and came down to 360mg/dl. Customer's blood glucose value at the time of incident was 134mg/dl. The drive support cap was normal. Customer was assisted in performing self test and it passed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had cracked reservoir tube lip, and minor scratched display window.